Event description:
It was reported that the patient with inflatable penile prosthesis experienced scrotum infection. The device was removed and replaced with malleable. No further patient complications were reported.